Manufacturer narrative:
(B)(4). Batch #t5c190. Investigation summary: the analysis found that one long60a device was returned with the joint cover damaged and with three reloads present. The reloads (b and d) were received fully fired. The reload (c) was received unfired, with five double drivers and three single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. No conclusion could be reached on what may have caused the reload pan to dislodge. Due to the damage on the joint cover, it is possible that the device was pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution, and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler didn't fire at all. The physician used another device of product the same type to complete the procedure. There were no patient consequences. No additional information is available at this time.